Event description:
It was reported that approx. 33 months after the implantation, the device was not interrogatable anymore after multiple external defibrillations due to the patients myocardial infarction and ventricular fibrillation. No explant date was provided.

Manufacturer narrative:
We were notified that the patient expired and the device and lead were returned for analysis. The ICD and lead fragment were returned and subjected to extensive analysis. The ICD was first subjected to a visual inspection after receipt at our facility. Signs of flashover were detected on the ICD housing. The pointed spots of locally melted titanium suggest flash over during shock delivery between the housing and the hv lead cable. As was observed in the clinical setting, it was not possible to interrogate the ICD. In the next step, the ICD housing was opened and the inner structure was inspected. During inspection of the electronic module, electrical fuse damage was found that isolated the battery from the module and the shock power amplifiers. This damage suggests shock delivery along an external low-ohm shock path, which is in alignment with the traces of flashover seen on the ICD housing. One possible cause is damaged lead insulation near the ICD pocket which entails electrical contact between the high-voltage lead and the housing. However, this could not be determined by examining the 5 cm proximal section of lead that was available. Further analyses were not possible, because the distal fragment was not available for analysis. The ICD and the lead production processes were checked. The production documents did not show any irregularities. All production steps were correctly executed. In summary, the ICD analysis showed damage to the shock power amplifier due to the shock delivered along an external low-ohm shock path. When the electrical fuse was blown this caused the electrical module to be isolated from the battery, which then caused the effect observed in the clinical setting. This is not any kind of malfunction of the ICD. It cannot be ruled out that defective lead insulation led to the shock being delivered along a low-ohm shock path and then the ICD could no longer be interrogated. There was no material or manufacturing defects for these devices present. The physicians letter indicated that the patient had suffered from multiple organ failure and had been admitted to the hospital where he stayed from (B)(6) 2019. Based on the information available there are no indications that the patients death has any connection to a device malfunction.